Event description:
The complainant reported that a patient on impella cp support was observed to have a cerebral hemorrhage. The patient later expired due to the cerebral hemorrhage. It was believed that a potential relationship existed between the cause of death and the device because activated clotting time (act) management was performed, but poor control of other coagulation systems was observed. The act values were controlled at 160-180. Activated partial thromboplastin time was over 300.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿